Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the internal battery for their v60 ventilator was not working. There was no indication of patient involvement/harm.